Event description:
The customer reported that the touch panel was unable to operate. The customer reported that the unit was in use on patient , but there was no patient harm reported.

Manufacturer narrative:
Date rec'd by MFR: 24sep2019. Date of report: 18oct2019. Per the service technician, the customer reported problem was not duplicated. The service technician recommended to the customer replacement of the touch screen as a precaution. The customer cancelled the service and the unit was returned with no repair. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 03sep2019.

Event description:
The customer reported that the touch panel was unable to operate. The customer reported that the unit was in use on patient, but there was no patient harm reported.